Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal baclofen and hydromorphone via an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated they had magnetic resonance imaging (MRI) today and their pump stalled. The patient stated the pump was making an audible alarm right now. The patient mentioned they got out of the MRI appointment about an hour ago and they tried to give themselves a bolus about 10 minutes ago, but that was the first time they heard the alarm go off since the MRI. The agent asked if the pump started alarming after the MRI and patient said they didn't know because it was a loud environment and they were on the road driving for 30 minutes to get back home so they couldn't hear it. The patient connected to their pump and saw service code 100 [the pump motor is currently stalled]. The patient confirmed they were locked out and saw the pump motor stall message. The agent reviewed MRI compatibility and redirected to healthcare provider to further address the issue. The agent provided the national answering service (nas) number and emailed reps in the area for assistance.